Event description:
A user facility reported an unk number of pts developed a severe sore throat following the use of an lma that was inappropriately cleaned in vestasyde, a phenol containing cleaner. The pts were treated with a hydrogen peroxide and saline gargle and antibiotics and their symptoms improved. The product labeling warns against the use of the phenol cleaners and states that a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned or sterilized mask has been used. Proper cleaning procedures were reviewed on site by an lma north america medical rep and the affected devices have been removed. No further incidents have occurred since the site changed its cleaning protocol.